Manufacturer narrative:
The ventilator was investigated on site by the biomed. No fault was found and no parts were replaced. The device logs were saved and sent for evaluation. Evaluation of the log for the date of event shows that the ventilation was set to pressure support mode. Pressure support is a patient initiated breathing mode in which the ventilator supports the patient with a set constant pressure. If the set apnea time alarm limit is reached the ventilator will automatically switch to backup ventilation. The user set apnea time limit was 20 seconds. The logs do not contain any apnea alarms and no switch to backup ventilation which implies that the set alarm limit for apnea was not exceeded. The log confirms alarm for respiratory rate(rr) high at the stated time for event. Those alarms may correspond to the described rr of 127 b/min, however this cannot be confirmed since the trend log is not available. The trigger level was set to flow trigg 6 (flow trigg can be set between 1-10) during the ventilation and it may have been a too sensitive settings. The trigger sensitivity is set as high as possible without self-triggering and it determines the level of patient effort needed to trigger the ventilator to inspiration. The pre-use check prior to and after the event passed and there are no technical alarms in the logs during the time for the event to indicate a technical failure. The cause of the reported event has not been determined but there is no indication of a technical failure in the ventilator at the time for the reported event.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the respiratory therapist was called by the nurse because the patient had an apnea. Following the apnea, the ventilator was alarming continuously and did not go to back-up ventilation. On the screen the waveforms looked like a ventricular tachycardia. When the respiratory therapist got to the room the patient was ok and breathing at a rate of 8 bpm. While the respiratory therapist was doing the ventilator check the same thing happened again. The patient did not have any thoracic drain and the et tube cuff was ok, no leaks. The patient was calm and breathing at a rate of 8 bpm but a strange looking waveform like ventricular tachycardia with a respiratory rate measured of 127 bpm but the machine was not trying to push at that rate. There was no sound of the vent auto-triggering. There was no patient harm. (B)(4).